Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper endoscopy or gastroscopy (ogds) for esophageal varix procedure performed on (B)(6) 2025. During the procedure, the physician reported the handle was difficult to rotate, and the bands failed to deploy. A second device was used, and the same problem occurred. A third device was used to complete to procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper endoscopy or gastroscopy (ogds) for esophageal varix procedure performed on (B)(6) 2025. During the procedure, the physician reported on the first speedband superview super 7 the handle was difficult to rotate, and the bands failed to deploy. A second device was used, and the same problem occurred. A third device was used to complete to procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. It was reported the patient had complications during the procedure of minor hemorrhage when the varix was sucked into the housing and failed to deploy the band. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6: device code a050501 is being used to capture the reportable event of band failure to deploy. Correction block a2: date of birth correction block b5 and h6: patient codes. Investigation summary: the speedband superview super 7 device was not returned for analysis. A media analysis was performed on the reported photo, and it was seen that the ligator housing had all seven bands attached to it and one band was overlapped. The reported event of bands failure to deploy was confirmed, although handle damaged/defective was unable to be confirmed. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established. A labeling review was performed and, from the information available, the reported adverse event "hemorrhage, minor" is a known inherent risk and is documented in the device labeling.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failure to deploy. Correction block a2: date of birth. Correction block b5 and h6: patient codes. Investigation summary: the speedband superview super 7 device was not returned for analysis. A media analysis was performed on the reported photo, and it was seen that the ligator housing had all seven bands attached to it and one band was overlapped. The reported event of bands failure to deploy was confirmed, although handle damaged/defective was unable to be confirmed. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established. A labeling review was performed and, from the information available, the reported adverse event "hemorrhage, minor" is a known inherent risk and is documented in the device labeling.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper endoscopy or gastroscopy (ogds) for esophageal varix procedure performed on (B)(6) 2025. During the procedure, the physician reported the handle was difficult to rotate, and the bands failed to deploy. A second device was used, and the same problem occurred. A third device was used to complete to procedure. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. Minor bleeding was reported when the varix was sucked into the housing and failed to deploy the band. The patient's condition at the conclusion of the procedure was reported to be stable.